Event description:
Customer reported the alarm was smoking; the actual location of the smoke has not been confirmed. There was no pt contact reported.

Manufacturer narrative:
(B)(4) - alarm was smoking. Eval: results: eval of the returned product shows the unit did not power up and passes all functional tests. There was no smoke observed during the eval. The battery springs are bent, which may be a potential for intermittency. Therefore this report is being submitted as a conservative measure. Note: the posey sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).